Event description:
Boston scientific crm received info that this ventricular lead dislodged. Tissue was wedged into the helix and the physician was unable to obtain a suitable location for the lead. Therefore, the lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 15 cm proximal to the lead tip. Both lead fragments were received for analysis. Furthermore cuttings were found in the insulation. It is reasonable to assume that the lead was dissected in the course of the surgery. Due to this damage, an electrical inspection as well as an inspection of the fixation mechanism of the lead was not properly feasible. Furthermore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.